Manufacturer narrative:
Pump received with blank display due to moisture damage found on electronic devices noted. Cracked lcd window corners and cracked reservoir tube lip noted.

Event description:
Customer reported via phone call that insulin pump had blank display and insulin pump was dead and not coming back. The customer¿s blood glucose level was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.